Event description:
It was reported that during an unknown procedure, the handpiece didn't worked properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device produced a malformed clip. Not other details are available at this time. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) (B)(4). Malformed clip the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. However, it could not be determined what may have caused the found condition of the device. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. The antibackup and orange indicator failures are not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.